Manufacturer narrative:
Concomitant product: product ID 3625, serial # unknown, product type screening device. (B)(4).

Event description:
The consumer reported that during the trial, the left lead had pulled out. The patient was not sure if it pulled out from the external neurostimulator (ens) or her back. There were no reported symptoms. No outcome or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.